Event description:
It was reported that the patient experienced intermittent difficulty when pressing buttons. There was no reported adverse impact to the customer. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or outcome of event.